Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to intermittent wires in the trunk cable. The root cause for the intermittent wires could not be positively identified. There was no adverse event that resulted from the damaged belt.